Manufacturer narrative:
For the customer's instrument, the local field service engineer replaced o-rings and stop discs for those positions that failed the tightness check, as well as o-rings for all other positions on the processing heads. The issue has been solved with these service actions and the instrument is running without issues with passing tightness check results. During the investigation, tightness check failures and evidence of droplets were observed when utilizing returned parts from the customer's instrument. The investigation is still on-going. Corrective and preventive actions will be implemented as appropriate. (B)(4).

Event description:
Samples were invalidated with c02h1 invalid flag due to control dropout. The local field service engineer (fse) went onsite, and found several positions of the processing transfer head front failing the tightness check on the front processing head. After replacing the o-rings & stop discs of these positions the check passed. In addition all other o-rings of both processing heads (front & rear) were replaced. The c02h1 flag indicates that the target result could not be calculated, either due to an ic dropout or due to the actual target dropping out. This flag invalidates the samples and they must be repeat tested per the instructions for use. There was no allegation of erroneous results, harm, or injury.